Manufacturer narrative:
RMA 859776553 has been initiated for this issue. The hydraulic pump model 9099, serial number/date code (B)(4) is approximately 2 months old. The user manual part number 1024492 was issued with the device, a 9805 hydraulic lift. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown. The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
The pump is allegedly failing and not holding position on the 9805 hydraulic lift. No injury is alleged.